Manufacturer narrative:
Review of results: crrs lot r128 cell 2 is positive for the k antigen. The echo generated negative results for all cells. Cell 2: visually appeared positive. Pos ctrl: 4+. This issue was communicated to customers in cc-09-042-02 on november 25, 2009. The customer was advised to continue visual review of negative well interpretations for capture r ready-screen or capture r ready ID assays per cc-09-042-02.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen (crrs) I and ii on the galileo echo instrument. Cells I and ii resulted negative. Visually cell 2 appeared positive. The crrs was repeated and a positive result were generated for cell 2. No manual testing was performed on the sample.